Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% target lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery. A 4.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. However, during the inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.